Event description:
Note: this MFR. Report pertains to the first of two devices that were used during the same procedure. Refer to associated MFR report # 300509980320081802 for a description of the other device. It was reported to boston scientific corporation on oct 10, 2005 that an autotome rx sphincterotome device was used during a procedure on oct 10, 2005. (Patient gender, age and weight unknown) according to the complaint, "the cannula began fraying while passing through the scope, fraying was a result of autotome / cannula fit". The case was completed with another autotome rx sphincterotome. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Visual evaluation found that the tip was ripped on one side forming a flap. Pieces of the tip were sticking out as if it had been shredded from the inside. No other problems were found with this device. A lot history search was performed and revealed no other complaints reported against lot number 7978561. A review of the device history record revealed no anomalies. Confirmed customer complaint. Unable to determine the exact root cause for the damage to the tip.